Event description:
Customer reported that she was hospitalized because of low and high blood glucose. Customer low blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that her blood glucose was going up and down from 300 to 40 mg/dl because a virus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.